Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 12-aug-2019, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 06-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding their implantable neurostimulator (ins). It was reported there was a intraoperative impedance check after replacing the right lead for optimal placement. The impedances were normal and the surgeon then tied the silk ties on the boot of the extension and the impedances became high. Therapy was ran and then they removed tie from boot and the impedances lowered. They were still slightly high. The second tie was removed and inside the boot was wiped. The impedances lowered with each step until they were normal. The issue was resolved at the time of the report. No further complications were reported as a result of this event.